Manufacturer narrative:
B5 - the lens was exchanged with a shorter length lens on (B)(6) 2023 due to angle closure with elevated iop 60mmhg (assessed on 12/09/2023). D6b - explant date: (B)(6) 2024. H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found haptic torn. Claim # (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - health effect clinical code 4581: angle closure. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -7.5/1.0/073 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Angle closure with elevated iop 60mmhg(assessed on (B)(6) 2023). Lens remains implanted. Additional information has been requested but none has been forthcoming.